Event description:
Device malfunction #1: balloon rupture. Time of malfunction/ae: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the heavily calcified left superficial artery, using a right femoral approach, while at the target lesion, the foxcross (device #1) balloon ruptured during the first inflation at 14 atms. The balloon was removed and angiographic images confirmed there was no vessel damage. A fox plus (device #2) was then advanced to the target lesion and ruptured during the first inflation at an unspecified atmosphere. A vessel perforation was noted. The perforation was treated with a non-abbott covered stent. Post dilatation was completed with a non-abbott balloon. There was no pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info. The fox plus pta catheter (device # 2: part # 12757-040, lot # 559921) is being filed under a separate medwatch report.